Manufacturer narrative:
The lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.